Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening and broken through microscopic inspection assessed as surgical damage. And observe broken device through microscopic inspection assessed as fold flaw opening, observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No further actions are required as it is not related to the manufacturing process. Ptosis: unable to observe through visual inspection as it is a physiological phenomenon none of the other observations performed during the device analysis non penetrating nicks and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "bilateral ptosis grade I", later on rga healthcare professional reported "ruptured". This record is for the left side. Device was explanted.